Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the product code-150410206 & lot# 8394971. Quantity manufactured: (B)(4). Date of manufacture: 05-oct-2016; any anomalies or deviations identified in DHR: there is no correlation between this non-conformance and the failure mode of the complaint. Expiry date: 30-sep-2026; IFU reference: 090200828.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for low grade infect. Event is serious and is considered severe. Event is probably related to device and is probably related to procedure. Date of implantation: (B)(6) 2018, date of event (onset): (B)(6) 2021, (right knee). Treatment: revision of tibial base plate, tibial stem, tibial insert, and femur components.